Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .035 supracore, .014; sheath: 7 fr short dialysis; stent: 8-6x40x135cm xact the xact stent is being filed under a separate MFR number. Evaluation summary: evaluation of the returned emboshield nav6 embolic protection device (epd) barewire filter delivery wire (fdw) and filtration element (fe) noted blood on the filtration element and on the fdw core and coils with no saline visible, consistent with the reported use in the anatomy. The fdw was returned in two separated pieces, confirming the reported separation that occurred during the procedure. A kink was noted in the core distal to the separation. No kink was reported by the account and both the fe and xact stent delivery system (sds) were placed without issue, this kink likely happened after stent deployment. As it was reported that hemostats were used to remove this portion of the fdw (and attached fe) from the anatomy after the separation, it is likely that this kink is due to the process of gripping the wire with the hemostats and applying force while withdrawing from the anatomy. Factors which may contribute to guide wire separation include, but are not limited to, manufacturing, tensile overload, interaction with accessory devices, and user error. As nothing was noted during preparation, and the fe and xact stent were deployed without issue; it is unlikely that there was any manufacturing issue with this device. Further, it was reported that the physician inadvertently cut the wire while attempting to replace the 7fr dialysis sheath. Based on reported information, and that nothing in the analysis contradicts it, it is likely that the separation occurred due to inadvertent mishandling. A review of the device history record did not reveal any nonconforming material records (ncmr) associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality issue. All filter delivery wires are subjected to a visual inspection. In addition, a quality control audit inspection is performed on a sample of all embolic protection device parts to verify functionality.

Event description:
It was reported that during a procedure of a symptomatic, 80% stenosed, patient for a left internal carotid procedure, direct carotid puncture was attempted. A 7 fr short dialysis sheath was placed after cutdown to the carotid and it was noted that the entry site was 'chunky' with plaque. The emboshield nav 6 filtration element as well as a 8-6 x40 mm xact stent were successfully placed and deployed without issue. It was noted that the sheath was too close to the lesion and during the attempt to pull the sheath back from the lesion, it was pulled from the artery and removed. The physician attempted to use an instrument to open up the access site in an attempt to reinsert the sheath, however, inadvertently cut the guide wire. The distal guide wire and filtration element remained in the artery. Hemostats were used to remove the guide wire and the open filtration element through the deployed stent from the anatomy. The sheath was positioned in the artery using force and under fluoroscopy had a suboptimal appearance. An endarectomy patch was placed at the site of the sheath but not at the deployed stent. A microcatheter was used for a view of the stent, however, the whole neck appeared dissected with a suboptimal appearance and the stent was explanted from the carotid. A second endarectomy patch was placed for closure. Post procedure the patient was moving their right arm and had mobility. There was no reported adverse patient sequela. There was no additional information provided.